Event description:
It was reported that the pacemaker device exhibited a single high out of range pace impedance measurement of 2001 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Since the lss occurred, there have been multiple episodes exhibiting noise on both the rv and right atrial (ra) leads. The noise was oversensed on both the ra and rv leads and resulted in rv pacing inhibition with asystole of approximately four seconds observed in one of the episodes. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) indicated they believe the spike in impedance is due to a device header spring contact issue. Ts suggested to the boston scientific representative to program the rv lead to a bipolar sensing and unipolar pacing configuration if the unipolar configuration does not exhibit noise and the threshold measurement is appropriate. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).